Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had the error code called ¿call olympus¿ during inspection for use of the device. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d9, h2, h3, h6, h11 corrected field: h8. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise on image and grinding noise on coupler. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise on image was due to faulty charged coupled device failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.